Manufacturer narrative:
Additional model numbers: 2007.19, 2010.01. (B)(6) distributed a priority review flash notification on (B)(4) 2010 to all potentially impacted client sites. The software notification includes a description of the issue and a software modification is being developed to address the issue for all sites that could be potentially impacted. (B)(6) corporation will provide a follow-up report when the software modification is available.

Event description:
The issue involves (B)(6) discern expert and (B)(6) discern explorer. Discern explorer is a full-featured, fourth-generation programming language and a set of tools for creating and executing discern explorer programs. In certain circumstances, a discern explorer script may fail to display or evaluate specific data. The issue was introduced in the 2007.18 code base. User access routines (uar) that return a list of code values were modified to improve performance for several large code sets. Because of a design flaw, logic that allowed a script to make multiple calls to return all matching code values was not implemented for three code sets. As a result, a script that meets the criteria for the error may not return all the results it should, and any program that calls the failing script may fail. Patient care could be adversely affected, as clinical decisions could be made on critical data not being displayed. (B)(6) has not received communication on any adverse patient events as a result of this issue.